Event description:
A pt scheduled for three treatment fractions each of 800 cgy for metastatic lesion to t-spine, concurrent with treatment to other anatomic site (other pt details not provided). On the first treatment the user reported setting up the pt for treatment with a 4.0 cm anterior shift in isocenter, using a cone beam CT (cbct) for alignment. The oncologist and physicist reviewed and approved the online match prior to treatment. At the second treatment fraction, however, it was discovered that the cbct and the reference CT did not appear to match the anatomy and the conclusion was that the pt appeared to have received the first fraction at a location 6 cm anterior to the intended site. The following two treatment fractions were delivered as planned. The pt was being treated for metastatic lesions to the t-spine. Although the target volume did not receive the full 2400 cgy, as planned, the oncologist decided not to proceed with add'l treatment.

Manufacturer narrative:
Based on the data logs reviewed by varian, it has been confirmed that the reference CT and cbct did not match anatomically, and the pt likely received the first treatment fraction at an incorrect anatomical location. This user had an option enabled which allows manual shifts, which can be executed with a click and drag motion on the image. They had reported an inadvertent shift using this option two weeks previously, but that incident was caught before treatment. User was advised to disable this option, based on the assumption that use error was most likely the source of this incorrect shift. A f/u to this MDR is expected upon completion of the investigation.